Event description:
It was reported that a mini-cap with povidone-iodine had a dry sponge. This was noticed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received and an evaluation was performed. The sample was noted to be open upon receipt. A visual inspection was performed and the sponge was found to be dry. The cause of the reported problem could not be determined. A retention sample was split pressure tested and found to meet specification. Upon opening the retention sample, the sponge was found to have adequate iodine and was not dry. Should additional relevant information become available, a follow-up report will be submitted.